Manufacturer narrative:
Unique identifier (UDI) # n/a. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Additional information has been requested and is currently not available. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that black tip is chipped.

Manufacturer narrative:
No trend considering the following event is identified: damaged instrument. Event summary: it has been reported that the instrument is chipped. Review of received data no medical data or case-relevant documents received for the investigation. Devices analysis: visual examination: the repositioning has been returned for the investigation. It shows some scratches and signs of usage. The threading is highly deformed in the upper region. Root cause analysis root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible, as a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible, as a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - instrument breaks due to degradation of material due to cleaning and sterilization => possible, as the instruments might have experienced numerous cleaning and sterilization cycles. - instrument breaks, deforms, diverges impairing its function due to excessive deterioration of instrument during long term use => possible, as the instruments might have been used excessively. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. An abnormally high or wrong directed impaction force might have been applied - instrument breaks, deforms due to off-label/ abnormal-use => not possible, the returned instruments show no signs of an off-label use. - instrument cannot be used with the mating instrument or mating implant as intended (due to damaged and/ or seized instrument) due to failure of instrument assembly condition due to off-label/ abnormal-use, excessive deterioration => possible, as the damaged threads will lead to assembly issues. Conclusion summary based on the returned product the complaint could be confirmed. The visual examination confirmed that the threads of the repositioning top are damaged. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. However, in case of an abnormally high or wrong directed impaction force during joint repositioning the instrument may break. Moreover, as the instrument has been manufactured in 2014, it might have experienced numerous cleaning and sterilization cycles. Based on the given information and the results of the investigation, an exact root cause for the damage of the threads cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Additional information has been received and this follow-up report was filed. The lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was now further reported that no pieces of the chipped, broken device remained in the patient.